Manufacturer narrative:
H4: the lot was manufactured between january 24-25, 2024. H11: the actual device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of the leak inside the bag was found to be an untightened blue winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. No evidence of the flow restrictor detached from the device was observed. Therefore, the cause of the leak may be due to a use error by not securely tightening the blue winged luer cap. A functional leak test was performed after ensuring the winged luer cap was securely connected to the device, and no signs of a leak were observed. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the flow restrictor. The flow restrictor separated from the pump and leaked inside the protective bag. The leak occurred when emptying the transport box prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.